Event description:
An electronic report was received from a hemodialysis user facility. The rn reported that the dialysis treatment was started when approximately 10 minutes into the dialysis treatment, the arterial line separated from the twister device. The rn reported that the incident was detected by the rn who was providing the care. A stat hemoglobin was drawn and the results were normal. The patient was able to restarted for their treatment and was able to complete the prescribed dialysis treatment with the use of a new treatment set. The entire dialysis treatment was completed as ordered without further incidence. A sample is available for an evaluation. The estimated blood loss that was reported for this event was approximately 200 ml.